Event description:
On 6/8/83, device was implanted. On 2/19/86, the cylinders and pump were revised. On 9/17/96, the device was removed from the pt and replaced due to fluid loss-leak, lt penile tube, two pinholes.